Event description:
The report received indicated that the patient had myocardial infarction after implantation of a cypher stent. Indication for the index procedure was unstable angina and the patient was on aspirin and clopidogrel for over thirty days prior to the index procedure. During the procedure, a 2.5 x 8mm cypher stent was implanted at 12atms in the proximal circumflex to treat a lesion described as 2.5 x 6mm, de novo, irregular, moderately calcified with a type b1 classification and 90% stenosis. Pre and post dilatation was snot conducted and no procedural complications were reported. An undetermined non q-wave myocardial infarction was reported after the procedure based on cardiac enzymes elevation. The event was determined as unrelated to the cypher stent but highly probable to the procedure. The event resolved without sequel but the hospital length of stay was prolonged.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.